Event description:
Received a report of an over infusion of tpn. Biomed reported tpn with 70% dextrose was being administered over a long period of time and the user noted the bag emptied sooner than expected. There was no pt harm or medical intervention required. Although requested, no add'l pt/event details were provided. The biomed evaluated the device and noted a guardrails alert of 77 ml/hr had been overridden and there was physical damage plus residue on the membrane of the membrane frame assembly. The biomed described the damage as follows: the clear plastic sensor cover had deteriorated and was broken. The damage wasn't normal wear. Something had caused the plastic membrane to semi and that the plastic was yellowed and sticky. The biomed's review of guardrails software showed midazolam, calcium gluconate, pantoprazole, norepinephrine and 70% dextrose 20% aa solution had been administered via this module.

Manufacturer narrative:
(B)(4). Photos and pump module event logs have been received, however the customer has stated that the product will not be returned at this time. The customer also stated that the device will be returned once he has completed in-house testing. A f/u report will be submitted once add'l relevant info is obtained or the customer returns the device and a failure investigation is completed.